Manufacturer narrative:
The reported field event of failure to convert the rhythm during defibrillation test (dft) was confirmed. However, review of the egms stored in the device image showed the anomaly was due to external (non-device related) factors. The device behaved as expected and according to its programmed setting. Interrogation of the device revealed the device was above elective replacement indicator (eri) when received. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal. No anomaly was detected.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for implant procedure. During procedure, it was noted that dft testing was attempted on the implantable cardiac defibrillator. It was noted that the device could not rescue the patient through the multiple therapy attempts made. The device was not used and was replaced. The device was able to be rescued with dft testing. The patient was discharged post procedure.